Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 01 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
The clinician reported a failed device; there was no reported injury. Additional information received on 10mar2022 reported a manufacturer¿s defect with incomplete plastic. The device had been in place for a few minutes; a new device was required. The patient required bagging at 100% oxygen until the new device was placed. There was no injury reported. Additional information received from on 14mar2022 reported that the patient desaturated and confirmed that the patient¿s stay was not prolonged related to the incident.

Event description:
Additional information received on 18mar2022; medwatch mw (B)(4) received, no new information provided.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 28 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed there was significant buildup inside the catheter tubing. After cleaning and disinfection, the tubing and sample appeared in generally clean condition. The sample was examined in a well-lit area, and it was noted, the catheter tubing was securely attached at the proximal end and the protective sleeve was intact with no tears or cuts. A gap was observed, under the gray cap which was attached to the end of the t-piece; the cap was removed and some-what of a "v" shaped gap was observed; the edges felt smooth. When examined under magnification, the edges of the gap appeared smooth and rounded. The reported event could be confirmed as reported; the root cause is traced to the manufacturing process. The device history record for lot 30150522 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 jan 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was previously reported, additional information was received on 10mar2022, the correct date of receipt was 09mar2022. It was previously reported, medwatch: (B)(4) was received on 18mar2022, the correct date of receipt was 17mar2022. It was reported, the patient was connected to the ventilator.